Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use tests. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducer. The failing pressure transducer pcb was returned for investigation. The failure was confirmed in received device logs and the logs show that the pressure transducer test started to fail on (B)(6) 2020. The returned pcbs was mounted in a test ventilator for simulated use testing and measurements verified that the measured zero-pressure voltage drifted over time. Further investigation found dirt on the pressure sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by a dirty pressure sensor on the pressure transducer pc board. The root cause to the dirt in the ceramic cavity has not been determined.

Event description:
It was reported that the ventilator pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).